Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID 3487a-56, lot# v677338, implanted: (B)(6) 2011, product type: lead. Product ID 3487a-56, lot# v677338, implanted: (B)(6) 2011, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector pin.

Event description:
The patient reported that their recharger was not charging. The desktop charger connector pin broke a couple of days prior to the report. Due to this issue the patient's implantable neurostimulator (ins) depleted and the patient had no stimulation sensation. The patient noted that this made a big difference. The patient was implanted for failed back surgery syndrome.